Event description:
An angio-seal device was deployed in the left common femoral artery (cfa). The pt presented to the hosp 48 hours later with symptoms of a vessel occlusion. The pt was taken to surgery for removal of the device where it was noted that the original puncture was low and close to the bifurcation. It was reported that the angio-seal device appeared to have caught in the intimal flap of the common femoral artery, which may have led to the vessel occlusion.